Event description:
Shaft broken: when the physician opened the package, he found the shaft was broken and separated into two pieces. The product had been stored according to IFU. There was no damage noted to the packaging or hoop. There was no difficulty noted when removing the device from the hoop. The device was not used clinically.

Manufacturer narrative:
Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). When the physician opened the package, he found the shaft was broken and separated into two pieces. The product had been stored according to the instructions for use (IFU). There was no damage noted to the packaging or hoop. There was no difficulty noted when removing the device from the hoop. The device was not clinically used. One non-sterile cypher select + 2.75x13mm was received in two parts inside a plastic bag. The separated section seemed to be bent prior the separation. The separation was at 2mm from the hub. No other issues were observed. During the microscopic analysis it was found that the separated section seemed to be bent prior the separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed. The cause of the failure could not be conclusively determined; however there is evidence that the unit was folded before it broke. Neither the DHR review nor the analyses suggest that the issue is related to the manufacturing process and no corrective actions will be taken at this time. Inspections are in place to prevent damaged products from leaving the facility.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).